Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swollen lymph nodes, silicone migration, and granuloma.

Event description:
Patient reported, a left side rupture. Healthcare professional, later reported, "drop away sign and snow storm appearance", ¿axilla ln of silicone update was observed¿. "Axillary lymph node was enlargement, was found" via ultrasound. "Lymph node with extensive foreign body reactions" and "biocell textured". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Anxiety product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side rupture. Healthcare professional later reported "drop away sign and snow storm appearance," ¿axilla ln of silicone update was observed,¿ "axillary lymph node was enlargement was found" via ultrasound, "lymph node with extensive foreign body reactions" and "biocell textured". Device has been explanted and replaced.

Event description:
Patient reported a left side rupture. Healthcare professional later reported "drop away sign and snowstorm appearance," ¿axilla ln of silicone update was observed,¿ "axillary lymph node was enlargement was found" via ultrasound, "lymph node with extensive foreign body reactions" and "biocell textured". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture /silicone migration: observed, opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.